Manufacturer narrative:
A ge service representative performed an onsite investigation. The usb hub was evaluated and replaced. Multiple system pcb assembly connections were also reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and locked up. No patient serious injury or death was reported related to this event.